Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years four months of post-deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. The patient experiencing back and hip pain. The patient was considering additional orthopedic procedures. The filter was noted to be high and was outside of the vena cava, and it was likely not contributing to the back pain. A venacavogram was revealed that the filter was noted to be tilted and angled views demonstrated the apex of the filter external luminal. Using the cone retrieval system, it was able to spin the cone over the head of the filter and was able to grasp the apex of the filter, but it was not able to be retrieved after several attempts. Using a loop snare, it was not able to negotiate the sheath over the apex of the filter. After repeated multiple attempts, the filter was removed intact. Therefore, the investigation is confirmed for filter tilt, filter migration, perforation of the inferior vena cava (ivc), and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter tilted, migrated to l5-s1 area of the back and struts perforated the vena cava. The device was removed percutaneously after several attempts but unsuccessful percutaneous removal procedure. The patient reportedly experienced back and hip pain, however; the current status of the patient is unknown.